Event description:
This rv lead was implanted on (B)(6) 2003 and was capped and replaced on (B)(6) 2013 due to an unknown product performance issue with a lead shock impedance of 200 ohms. The physician was dr. (B)(6) at (B)(6) medical branch. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).